Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to an audible alert. A transmission was sent and was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead triggered the alert due to high/undefined defibrillation impedance. In addition, possible artifact/noise was observed on some channels on the current electrograms (egm). The patient was noted to be in a near-syncope condition. The lead was capped and replaced. No further patient complications have been reported as a result of this event.